Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5068743) on 17-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("excessive bleeding (periods became unbearable)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: consumer did not use to experience heavy or painful bleeding periods before essure use. Concomitant products included gabapentin (neurontin) for pain as well as ibuprofen. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria hospitalization, life threatening and intervention required), dysmenorrhoea ("excessive cramps") and pain ("pain in my body"). The patient was treated with surgery (device was explanted). Essure was removed. At the time of the report, the genital haemorrhage, dysmenorrhoea and pain outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, genital haemorrhage and pain with essure. The reporter commented: consumer reported case serious criteria to FDA as life threatening and hospitalization, however it was not confirmed in case narrative. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 17-apr-2017: case correction done upon internal review on 12-may-2017: this case is not medically confirmed. On 8-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced genital haemorrhage ("excessive bleeding (periods became unbearable)") starting in the same month. Essure was removed. Genital haemorrhage is serious due to its medical significance and it is anticipated in the reference safety information for essure. Change in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between genital haemorrhage and suspect insert cannot be excluded. Additional non-serious events were reported. This case was regarded as incident since device removal was required. The product technical investigation concluded an unconfirmed quality defect.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5068743) on 17-apr-2017. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("excessive bleeding (periods became unbearable)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: consumer did not use to experience heavy or painful bleeding periods before essure use. Concomitant products included gabapentin (neurontin) for pain as well as ibuprofen. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("excessive cramps") and pain ("pain in my body"). The patient was treated with surgery (device was explanted). Essure was removed. At the time of the report, the genital haemorrhage, dysmenorrhoea and pain outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, genital haemorrhage and pain with essure. The reporter commented: consumer reported case serious criteria to FDA as life threatening and hospitalization, however it was not confirmed in case narrative. Company causality comment: this spontaneous non-medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced genital haemorrhage ("excessive bleeding (periods became unbearable)") starting in the same month. Essure was removed. Genital haemorrhage is serious due to its medical significance and it is anticipated in the reference safety information for essure. Change in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between genital haemorrhage and suspect insert cannot be excluded. Additional non-serious events were reported. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information cannot be requested.